Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument associated with this complaint and completed investigations. The instrument was found to have corrosion/ contamination on the backend pulley in the back end. The jaw cable backend pulley has oxidation, characterized by orange discoloration. This might cause the jaws to lock in place consistently.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the vessel sealer extend consistently kept locking in place during use. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) performed advance failure analysis (afa) on the vessel sealer extend instrument. The initial findings confirmed. The instrument was found to have corrosion at the back end. From the logs, it appeared the instrument was used for about 1 hour and 14 minutes. It had 125 cuts, 10 coag and 266 seal events with 1 cut failed and 42 high initial starting impedance errors.

Event description:
Refer to h11 for follow-up information.